Event description:
It was reported by the customer that a pyxis medstation es system server was down, preventing user from removing the required medication for patient and causing delays.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the server disconnection was due to random access memory. A technical support specialist performed work on the complaint (B)(4) to set the required memory set to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.